Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "the cable attached to the nmt module caused a tissue burn on the patient". The device was used for monitoring at the time of the alleged malfunction. On (B)(6) 2018, the cable of the intellivue mnt module caused a tissue burn on a patient. No additional information regarding the patient such as gender, age, height and weight, and the patient's condition had been made available at the time the reporting decision was due.

Manufacturer narrative:
Due to the lack of available information and the fact that the nmt cable was not provided to philips for evaluation, the exact cause for the reported issue could not be established. Although the reported issue was likely caused by the use of a damaged nmt cable, a malfunction of the device cannot be completely ruled out based on the information provided. There is no indication that this failure could be difficult to detect. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.